Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 250 mg/dl by the time the paramedics arrived. Troubleshooting was performed. The time on the insulin pump was off by one hour, so the customer was assisted with correcting it. The self and prime tests passed. When the history files were checked, it was discovered that a bolus of 25 units had been delivered prior to the event. Nothing further was reported.